Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 8/02/25 the AED began reporting a service code as a result of a self test and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 12/09/25 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until 12/26/25 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 4/29/26 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service. Analysis of the log files also found that the customer was performing excessive self-testing of the AED which contributed to the reducing the battery life expectancy.